Manufacturer narrative:
The pt's device was explanted. The pt was reimplanted with another advanced bionics cochlear device.

Manufacturer narrative:
The external visual inspection revealed that the electrode was severed prior to receipt. In addition, there was damage to the ceramic case, braze, and epoxy header region. This is believed to have occurred during revision surgery. The device passed the photographic imaging inspection. System lock could not be obtained at any spacing. The no lock condition prevented some of the electrical tests from being performed. The device passed the electrical test performed the device failed the residual gas analysis test. The internal visual inspection revealed that one resistor had a corroded trace. It is believed that the failure of this implantable cochlear stimulator device was caused by a loss of hermetic seal. This is concluded from the residual gas analysis data moisture admitted into this device through this leak resulted in the corrosion of the resistive film material and the shift in resistance value of one resistor. This ultimately caused the device to cease functioning. This older device configuration is no longer manufactured. This is the final report.

Event description:
The pt reportedly experienced loss of sound and loss of lock. External equipment was exchanged, however, the issue was not resolved. Revision surgery will be scheduled.